Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial knee arthroplasty and subsequently the patient suffered pulmonary embolus in both lungs.

Manufacturer narrative:
(B)(4). This event was initially reported under biomet orthopedics llc facility number, report reference: 0001825034-2019-01278. Multiple MDR reports were filed for this event, please see associated report: 3002806535 -2019 - 00298. Concomitant medical products: oxf twin-peg cmntd fem sm PMA item# 161468 lot# 790270; oxf uni tib tray sza rm/ll PMA item# 154719 lot# 2154719. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that patient underwent initial knee arthroplasty and subsequently the patient suffered pulmonary embolus. There is no additional information at this time.